Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion on the lcd display cable, a shorted v1003 component and thermal damage to c658, c220, and c219 capacitors on the computer/analog pca. The root cause for the corrosion was ingress of an unknown contaminant. The root cause for the damaged components was unable to be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on.